Event description:
It was reported when using the bd pyxis medstation system screen blacked out. The customer reported that the device has no power and malfunction caused a delay in patient care. The customer said there is no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 6 on aux was shorting out the device while connected. The field service engineer replaced the drawer board, pyxibus cable was reseated and station was rebooted. Removed all cubies, observed row board cable and removed debri on trays. The system functioned as intended after the field service engineer troubleshooted the device.